Manufacturer narrative:
B3 date of event: used the 1st day of the month of the bsc aware date since event date was not provided. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a pinhole 36mm from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. Two 6.0x120x150mm sterling balloon catheters were used during the procedure; however, both balloons broke and did not hold inflation. No patient complications were reported.

Manufacturer narrative:
Corrected fields: d4 lot number from blank to 0024395653; d4 expiration date from blank to 03/07/2021; h4 device manufacturer date from blank to 09/09/2019. B3 date of event: used the (B)(6) day of the month of the bsc aware date since event date was not provided. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a pinhole 36mm from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. Two 6.0x120x150mm sterling balloon catheters were used during the procedure; however, both balloons broke and did not hold inflation. No patient complications were reported.

Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that balloon rupture occurred. Two 6.0x120x150mm sterling balloon catheters were used during the procedure; however, both balloons broke and did not hold inflation. No patient complications were reported.